Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, the staples did not form properly. The surgeon converted to a laparotomy and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.